Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. The customer¿s blood glucose level at the time of the incident was 52 mg/dl. The customer stated that they received power error. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.